Event description:
The iab was inserted into the pt on 4/13/98 at 6:10 p.m. On 4/16/98 at 4:30 p.m. After intra aortic balloon pump for 70 hours,the doctor had difficulty removing the iab from the pt. The iab snagged on old 0perative scar tissue and required cut down in the o.r. To remove the iab. The iab was not returned to datascope for evaluation. (Event complications: the iab was surgically removed- reported 4/20/98.) (Pt's current status: expired- reported 4/27/98.)